Event description:
Tank alarm stating low h2o. When user evaluated the alarm, it was noted there was a hole in the top blanket covering the patient from which water had escaped and pooled around patient in the bed. This was newly placed blanket.